Manufacturer narrative:
No part returned from service department to product safety department for root cause analysis. Investigation being closed due to lack of returned part.

Event description:
Hospital reports unit "vent inop" error code e 07 displayed. Hospital did not report any pt injury or health compromise to service tech responding to call.